Event description:
It was reported that the vns pt was going to be seen for a f/u appt and a battery life calculation was requested by the site prior to the pt coming to the office. The pt was last seen by this site in (B)(6) 2007, and therefore the programming history available for the battery life calculation was limited. The result revealed approx 6 years remaining. In the initial communication received from the site with the request for the battery life calculation, it was also noted by the nurse that "they asked me to interrogate her (device) because they are not sure the vns is working". Good faith attempts to obtain add'l info from the site have been made, however no add'l details regarding the report that the vns is not working have been received to date.